Manufacturer narrative:
Product event summary: (B)(4): performance data was collected from the device and analyzed. Analysis revealed interference/noise. The ventricular short interval count was elevated to 42127 counts in the time between (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood on the distal electrode. (B)(4).

Event description:
It was reported that the right ventricular lead had a "drop" in r wave sensing since implant and an incease in pacing threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.